Event description:
It was reported that patient complained of decreased vision. The doctor believes the decreased vision is the result of anterior lens vault. Additional information has been received, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.